Manufacturer narrative:
The alleged incidents were reported to prytime personnel via word of mouth from a physician (dr. (B)(6)) not involved in the cases nor employed by the hospital at which the alleged incidents occurred. Multiple attempts were made to contact the physician involved (dr. (B)(6), (B)(6)) for further detail without success. The reported incidents allege access site complications associated with the 7 fr introducer sheath used to gain femoral access for the reboa procedure. It is unknown which introducer sheath was used and there is no allegation of sheath malfunction. Prytime is reporting this MDR because it provides a convenience kit with a 7 fr introducer sheath to the user facility. Prytime medical is listed as the legal manufacturer of the convenience kit by virtue of its role as a repackager. The items within the kit are supplied in their original sealed OEM packaging. The 7 fr introducer sheath included in this convenience kit is manufactured by teleflex, inc. It is unknown if this sheath was used in the cases where alleged access site complications were reported.

Event description:
Physician alleged vascular repairs were required to address access site complications associated with use of a 7 fr introducer sheath in 2 of 8 cases. In each case the sheath was used for femoral access to introduce the prytime ER-reboa catheter.